Event description:
On 11/11/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user reported being admitted to the hospital on (B)(6) 2024 due to elevated bg levels of 206 mg/dl, which they were unable to control despite the ilet system functioning as intended. The user did not experience any immediate health effects. They were taken off the ilet system during their hospital stay and managed with manual daily insulin injections. The user was discharged on (B)(6) 2024 at night and resumed using the ilet system on (B)(6) 2024. The user's bg levels remained above the target range (70-180 mg/dl) for 1-2 days during the event. They did not perform ketone testing and reported no recent illnesses or steroid injections that could have contributed to the bg fluctuation. The user's daughter provided transportation to the hospital. Since returning to the ilet system, the user stated they are doing better and have not reported further complications.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.